Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing which resulted in pacing inhibition on the right ventricular (rv) lead. The patient didn't experience greater than 2 seconds of asystole. It was noted there was one event with noise and oversensing on the right atrial (ra) lead. The rv lead noise was recreated with isometrics and a revision procedure was planned. Boston scientific technical services (ts) discussed that the noise was consistent with myopotential oversensing. Subsequently, the patient underwent a revision procedure. During the revision procedure the patient died see report number 2124215-2018-16791. This crt-d was surgically abandoned. No additional adverse patient effects were reported.